Manufacturer narrative:
Lot review: a review of lot# 76-682-sj showed (B)(4) units were manufactured, tested, inspected and released in may 2017 citing no exception documents. Visual inspection: received seven (7) packages - (1 opened/unused) z3871, 8" (20 cm) appx 0.59 ml, pressure infusion (400 psig) ext set, 2 microclave® clear, 2 purple clamps, rotating luer; lot# 76-682-sj and one (1) empty package cl-80s; lot# 3442129. Functional testing: seven unused z3871 high pressure sets were returned for investigation of silicone seal protrusion. None of the seven z3871 high pressure sets were returned with the silicone seal protruding. A set was primed with water and the distal end capped to occlude flow. The proximal slide clamp was fully engaged (not the horseshoe side) on the tubing which isolated the microclave at the proximal end of the fluid path from pressure and fluid flow. A 3 cc syringe was connected to the clave-y port used to generate pressure. No fluid flowed through or past the slide clamp to the proximal microclave. There was no possibility that the line pressure would result in a microclave seal being dislodged from the assembly. All clamps were measured and were within specification. Final analysis summary: the complaint of fluid back flowing past the proximal clamp was unable to be confirmed or replicated when the clamp is fully engaged on the tubing. The slide clamp has two positions. One is a tube securement position that holds the clamp onto the tube but does not occlude the tubing. The other is a slit that when the tubing is fully engaged into the slide clamp slit will fully occlude the tubing and isolate the proximal microclave from high pressure and high flow that can result in dislodging the silicone seal from the housing. ICU medical will monitor and trend.

Event description:
Complaint received regarding several z3871. Report states; power injector connected to y-syte clave, proximal clamp activated. Fluid backflowing blowing silicone of proximal microclave out of housing. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 76-682-sj showed (B)(4) units were manufactured, tested, inspected and released in may 2017 citing no exception documents.

Event description:
Complaint received regarding several z3871. Report states; power injector connected to y-syte clave, proximal clamp activated. Fluid backflowing blowing silicone of proximal microclave out of housing. No adverse patient consequences reported.